Event description:
The core impaction drill was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the device was found to have burn contact pins and gritty bearings.